Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Follow up #1 date submitted: 09-jul-2019. Correction to event data for power w/damage: this report summarizes <noe> 57</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a power w/damage issue. These reports were received from various sources. The patients associated with this allegation ranged from 7-76 years of age and between 45 and 247 pounds. Of the reported patients, 26 were male, 31 were female, and 0 were unknown.

Manufacturer narrative:
Of the 10 allegations of a malfunction, 25 pumps were returned to animas and investigated. Of the investigated pumps, 2 were found to be malfunctioning due to moisture in the pump and case damage. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 10</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a power issue. These reports were received from various sources. The patients associated with this allegation ranged from 9-71 years of age and between 23 and 200 pounds. Of the reported patients, 4 were male, 6 were female, and 0 were unknown.